Event description:
Additional information received from the hcp reported that the patient actually had a malfunctioning patient programmer.

Manufacturer narrative:
Lead: model 3093-28, lot# v594186, implanted: 2011 (B)(6), explanted: unknown. Programmer: model 3037, serial# (B)(4).

Event description:
It was reported that the patient could not adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset condition was reported. It was noted that the patient had colon surgery. Additional information has been requested, but was not available as of the date of this report.